Event description:
St. Jude malfunctioning ICD lead. The patient's ICD generator was at "end of life". He was admitted directly after finding out this his device was nonfunctional (especially given the patient's history for ventricular tachycardia and the need for prior antitachycardia pacing as well as ICD shocks). The patient subsequently developed a left bundle in the interim from his previous device implanatation, therefore decision was made to upgrade to a biventricular ICD. When leads removed, it was determined that the st jude riata lead had externalized conductors. The patient did well following ICD/lead replacement and was discharged.